Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump displayed error 1870. The patient¿s husband attempted to replace the batteries with new ones, but the alarm could not be resolved. The pump was powered off before the infusion could be completed. The medication being infused was 5-fu (5-fluorouracil), with a programmed rate of 3ml per hour. The remaining volume was 115.7ml, and the volume given was 22.3ml. The event occurred during the infusion, involved the patient, and resulted in no harm.